Event description:
Event verbatim [preferred term] gooey clear liquid from the little circular pads leaked onto his hands [accidental exposure to product] , gooey clear liquid from the little circular pads leaked onto his hands [device leakage]. Case narrative:this is a spontaneous report from a contactable male consumer reported for himself. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) expiration date: 2020, via an unspecified route of administration from an unspecified date and ongoing at an unspecified dose for low back pain. The patient medical history and concomitant medications were not reported. The patient reported that in (B)(6) 2018 (about 5 or 6 days before) he had a box of thermacare heatwraps where the two wraps inside were leaking a gooey clear liquid from the little circular pads on the back of the wraps that produce the heat. They were not dripping out. He noticed while he was handling the pads that his hands were wet and thought some water had gotten on to the wrap, but noticed that the material that was on his hands was sort of clear and began to get sticky on his fingers. Gooey clear liquid from the little circular pads leaked onto his hands in (B)(6) 2018. This material was clearly coming out of the heatwrap, and the next heatwrap in the same package was the same way. He did not notice any signs of damage to the product or packaging. He threw the product and packaging away however, he has two other boxes of this product that he bought around the same time as reported products, and the expiration date on one of the remaining boxes said 2020 so he thought it's probably the same as the reported product. He usually applied these wraps with an undershirt between the wrap and his skin, as the directions say to; but he did not apply or use the affected product. "This is kind of spooky; this stuff is reactive with air and produces heat". The action taken in response to the product was unknown. The clinical outcome of events was unknown. According to the product quality complaint group: severity of harm was s3 and reasonably suggest device malfunction was yes. Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (01mar2019): follow-up attempts are completed. No further information is expected. Follow-up (30jan2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "gooey clear liquid from the little circular pads leaked onto his hands" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Follow-up (06nov2019): new information received from the product quality complaint group includes investigational results, severity rating and malfunction assessment. Follow-up attempts are completed. No further information is expected., comment: the event "gooey clear liquid from the little circular pads leaked onto his hands" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Manufacturer narrative:
Severity of harm was s3 and reasonably suggest device malfunction was yes. Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 30jun201 through 30jun2017/ manufacturing site: pfizer (site name)/ complaint class: product appearance /complaint sub class: cells damaged/leaking - heat cells damaged/leaking. The citi customizable search returned a total of 61 complaints for lower back/hip (lbh) 8hr products during this time period for the class/subclass. Of the 61 complaints; 10 of the 61 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaki...

Event description:
Event verbatim [preferred term] gooey clear liquid from the little circular pads leaked onto his hands [accidental exposure to product] , gooey clear liquid from the little circular pads leaked onto his hands [device leakage]. Case narrative:this is a spontaneous report from a contactable male consumer reported for himself. A male patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) expiration date: 2020, from an unspecified date and ongoing at an unspecified dose for low back pain. The patient medical history and concomitant medications were not reported. The patient reported that in (B)(6) 2018 (about 5 or 6 days before) he had a box of thermacare heatwraps where the two wraps inside were leaking a gooey clear liquid from the little circular pads on the back of the wraps that produce the heat. They were not dripping out. He noticed while he was handling the pads that his hands were wet and thought some water had gotten on to the wrap but noticed that the material that was on his hands was sort of clear and began to get sticky on his fingers. Gooey clear liquid from the little circular pads leaked onto his hands in (B)(6) 2018. This material was clearly coming out of the heatwrap, and the next heatwrap in the same package was the same way. He did not notice any signs of damage to the product or packaging. He threw the product and packaging away however, he has two other boxes of this product that he bought around the same time as reported products, and the expiration date on one of the remaining boxes said 2020 so he thought it's probably the same as the reported product. He usually applied these wraps with an undershirt between the wrap and his skin, as the directions say to; but he did not apply or use the affected product. He additionally reported "this is kind of spooky; this stuff is reactive with air and produces heat". The action taken in response to the product was unknown. The clinical outcome of events was unknown. According to the product quality complaint group: severity of harm was s3 and reasonably suggest device malfunction was yes. Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 30jun201 through 30jun2017/ manufacturing site: pfizer (site name)/ complaint class: product appearance /complaint sub class: cells damaged/leaking - heat cells damaged/leaking. The citi customizable search returned a total of 61 complaints for lower back/hip (lbh) 8hr products during this time period for the class/subclass. Of the 61 complaints; 10 of the 61 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Based on a citi search was conducted for the subclass heat cells damaged/leaking - cell damaged/leaking for lbh jun2016 to jun2019. However, it seems that the trend analysis is incomplete. It is not clear if there is or not a trend identified for the subclass heat cells damaged/leaking - cell damaged/leaking. Follow-up (01mar2019): follow-up attempts are completed. No further information is expected. Follow-up (30jan2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (06nov2019): new information received from the product quality complaint group includes investigational results, severity rating and malfunction assessment. Follow-up attempts are completed. No further information is expected. Follow-up (19nov2019): new information received from the product quality complaint group included: exped trend assmt. & rationale section, and citi customizable search. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the event "gooey clear liquid from the little circular pads leaked onto his hands" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "gooey clear liquid from the little circular pads leaked onto his hands" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] gooey clear liquid from the little circular pads leaked onto his hands [accidental exposure to product] , gooey clear liquid from the little circular pads leaked onto his hands [device leakage] , . Case narrative:this is a spontaneous report from a contactable male consumer reported for himself. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) expiration date: 2020, via an unspecified route of administration from an unspecified date and ongoing at an unspecified dose for low back pain. The patient medical history and concomitant medications were not reported. The patient reported that in jan2018 (about 5 or 6 days before) he had a box of thermacare heatwraps where the two wraps inside were leaking a gooey clear liquid from the little circular pads on the back of the wraps that produce the heat. They were not dripping out. He noticed while he was handling the pads that his hands were wet and thought some water had gotten on to the wrap, but noticed that the material that was on his hands was sort of clear and began to get sticky on his fingers. This material was clearly coming out of the heatwrap, and the next heatwrap in the same package was the same way. He did not notice any signs of damage to the product or packaging. He threw the product and packaging away however, he has two other boxes of this product that he bought around the same time as reported products, and the expiration date on one of the remaining boxes said 2020 so he thought it's probably the same as the reported product. He usually applied these wraps with an undershirt between the wrap and his skin, as the directions say to; but he did not apply or use the affected product. "This is kind of spooky; this stuff is reactive with air and produces heat". The action taken in response to the product was unknown. The clinical outcome of events was unknown. Follow-up (01mar2019): follow-up attempts are completed. No further information is expected. Follow-up (30jan2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "gooey clear liquid from the little circular pads leaked onto his hands" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the event "gooey clear liquid from the little circular pads leaked onto his hands" (device leakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.